Event description:
Intermittent noise on atrial lead note on at/af episodes. Lead manufactured by st. Jude. Case: (B)(4) / pe 704943419. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).